Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune 3-5 saw capture red connector tab was broken.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.